Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient got a new ins on (B)(6) 2018 due to normal battery depletion. The patient stated he needed "3 volts to the brain". The patient was saying he was at 3.75 volts the day of surgery. He was saying his voltage was already down to 3.01 volts. It was clarified the patient was referring to the battery voltage life of the battery rather than the battery amplitude. The patient stated the battery had been dropping by .06 volts every 6 days. The patient thought there was some short in his new device because the voltage was dropping off so fast. It was reviewed how the battery depletes faster at the start; the battery leaves the factory at 3.2 volts and will be between 3.2 and 2.9 volts at beginning of life and then will stabilize at 2.9 volts. It was reviewed the battery was operating as normal. It was reported the patient was not convinced and thought there was something wrong. He stated his previous battery did not hit 2.9 volts for four years after it was put in. The patient was directed to follow up with his /health care professional (hcp). No symptoms or complications were reported or anticipated.